Event description:
It was reported to philips that the system's flexvision computer's grabber cards failed to initialize, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A remote service engineer (rse) confirmed that the system generated a remote alert indicating flexvision pc grabber cards were not initialized. A review of system log file confirmed malfunctioning flexvision pc. The philips field service engineer (fse) inspected the system and found that the error caused due to flexvision grabber cards, the fse suggested replacing the flexvision pc. However, the customer declined for replacement. The fse further reloaded the flexvision software and monitored the system. The issue has improved with the software installation. The system was returned to good working order. The failure of the flexvison pc can be attributed to the issues resolved in philips medical device correction z-1144-2024 the codes have been updated based on the investigation's outcome.